Event description:
Additional information received indicating that per the physician the cause of the increased seizures is related to low battery. The increase was noted to be back to pre-vns baseline levels.

Event description:
It was reported that the patient was being referred for a battery replacement due to battery depletion and increased seizures. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.